Event description:
Hospira gem pca pump was heard beeping repetitively with "call" message on display; pump was d/c'd and replaced with new pump. Pump to biomed; stress release was broken off from bolus cord connector - same issue we had in 2009. Dates of use: (B)(6) 2010. Diagnosis or reason for use: pca pump - pain mgmt.

Event description:
Caller reported patient blood glucose results of 555 mg/dl at 4:27 and 138 mg/dl on the inform system within 3 minutes. Lab result at 5:05 was 124 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.